Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. The pump was monitored, and no blank display was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. No missing segments or partial display noted. No moisture damage was noted on the electronic stack, motor, battery tube or vibrator assembly. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a blank display when attempting a bolus. The blood glucose reading was 109 mg/dl. The insulin pump had not been dropped or bumped or exposed to moisture, and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was unable to perform a self test. The customer did notice moisture in the display. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.